Event description:
A customer reported a cartridge alarm 20, and it was confirmed that there was no adverse impact on the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported related alarms with the pump. Technical support assisted the customer in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy, resolving the issue.